Event description:
It was reported that during a sleeve gastrectomy procedure, on the third firing using a gold reload the device ¿ate up the tissue, clumped up.¿ the device pried off (jaws are opened) the staples were malformed. No information regarding the cut was reported. A competitor device was used to complete the case with no patient consequences. No buttressing was used.

Manufacturer narrative:
(B)(4). Additional information: anvil and photographs. Photographic conclusion: based on the event description, the belief is that the complication was probably one or an interaction of some combination of the following factors: tissue thickness to cartridge mismatch, a migrant staple picked up by the knife, or crossing of an existing staple line, but unfortunately there is not enough evidence in the photos to determine root cause. The analysis results found that one ple60a device was returned with the anvil bent upwards and without reload present. No further functional testing could be performed due to the condition of the anvil. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the device cut? Yes, it cut to the end if the device cut was the cut line complete? Yes. Did the device produced a jagged, rough, crooked, irregular, ripped cut, or did customer report that the knife was dull? The cut was complete but staple line was very jagged and rough and not formed. Was there any difficulty in opening the device (pried off)? No. Additionally, I wanted to update the story I told over the phone. What I heard initially was from the nurse in the room. I just spoke with the doctor to gain more detail. The first firing was with the ple60a with a green reload. He noticed that the staple line didn¿t look like it had well formed staples. He stepped up his next firing to a black reload¿this firing cut all the way to the end and the staplers were not formed properly at all. He then completed the procedure with the competitor's stapler. The doctor did take picture, I will try to locate the pictures and send you a copy.